Event description:
It was observed during device evaluation that the ultrasound gastrovideoscope had a gap between acoustic lens and ultrasound probe and the adhesive around the objective lens was chipped. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Date of event is unknown. Additional information will be provided if available. A root cause for the reported malfunctions could not be identified. Based on the results of the investigation, the most likely causes were not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.